Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted through visual summary that there was apparent explant damage. (B)(4). Concomitant products: 5076-58 implantable pacing lead implanted: (B)(6) 2013; 5076-52 implantable pacing lead implanted: (B)(6) 2012; d314trg implantable cardioverter defibrillator implanted: (B)(6) 2012; 6944 implantable tachy lead implanted (B)(6) 2012.